Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2007 and a revision procedure on (B)(6) 2008 due to patient allegations of pain, inflammation, dysfunction, loss of range of motion, metal poisoning, metallosis, lack of mobility, swelling, damage to surrounding bone and tissue and elevated metal ion levels. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received noted patient underwent a right total hip arthroplasty on (B)(6) 2011. Operative report received for the (B)(6) 2008 left hip revision noted the revision was due to pain, avulsion of abductor tendon, and leg length discrepancy. Operative report further notes the failure of the previous abductor tendon repair and impingement of iliopsoas tendon. The acetabular cup and modular head were removed and replaced with a competitor¿s cup and a biomet head. No revision has been reported for the right hip.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-03963 /-03964 /-05606).